Manufacturer narrative:
G4: 15apr2020 b4: (B)(6)2020. An alternating current (ac) power cord was returned for analysis. An investigation was performed and the ac power cord failed electrical safety analyzer (esa) resistance test. Verified reported failure. High pin-pin resistances noted in all wires. Root cause determined to be mechanical damage to of cable causing high resistances. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported damage to the ac (alternating current) cord. The service technician confirmed the device failed the ground resistance test. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the ac cord to resolve the reported issue and performed performance verification test. The ventilator passed required testing.